Manufacturer narrative:
(B)(4) it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
I was just made aware of two separate incidents that occurred on wednesday of this week. Apparently the clinician, one of the pediatric neurosurgeons at (B)(6) had placed one of our icp monitor kits. According to his description this afternoon, he mentioned that after six hours of having the transducer implanted in the patient's school, the reading on the icp express monitor unit read no transducer detected. He mentioned that they changed out the cable as well as the icp monitor itself and could not get the unit to register the existing transducer. At this time, I do not have any additional information. I will be traveling to (B)(6) on tuesday of next week where I will pick up the transducer associated with this product complaint. I will also visit further with the nursing staff as well as the doctor and get any additional information over to you as quickly as possible. I will send the sample as well. On (B)(6) 2015: per my conversation with risk management coordinator at the hospital, 2 sensors were involved with the same patient. The first was implanted,but later the monitor registered no transducer detected. It was explanted and a second sensor implanted. The second worked for 3 hours until once again, the monitor registered no transducer detected. They changed out the cable as well as the monitor, but could get no detection. They then removed the sensor and monitoring was discontinued. They discarded the first sensor but kept the second. They are keeping the sensor for their internal investigation and the contact was unsure if they would return it for evaluation.